Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between a titanium adapter and the transfer set. The patient found that transfer set had come off from titanium adapter during drain one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.